Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿no pump running symbol light¿ could not be confirmed with the returned system controller (serial # (B)(4)). Performed system controller self-test and the controller passed. All audio and visual alarms were verified during the test. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. No functional issue was identified. The log file retrieved from the returned system controller revealed the driveline was connected to the system controller on january 26. The system recovered to a pump speed value of 5,850 rpm. The driveline was disconnected immediately after and remained disconnected thereafter. The reported event of ¿green material on white connector¿ could not be confirmed with the returned system controller. The returned product was unremarkable, no significant visual observation. The area around the strain relief was delayered. Visual inspection revealed no signs of a fluid ingress issue. Device history record (shop order: 53720743, 53654546, 53625710) indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(4)) was shipped to the customer on 14jun2019 on customer order 7008020455. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the primary controller had evidence of moisture damage at the white cable connection. There was a green material on the white connector. The log file review did not show any issue related to the white power cable. A controller exchange to the backup controller was attempted twice. On the first attempt the controller had a red heart display with an audio tone with nothing noted on the display screen and no pump running symbol light. The patient became dizzy so the patient was switched back to the primary controller. A second controller exchange was attempted and it was reported that there was a 10 second delay with no pump running symbol light. The patient became lightheaded and dizzy so the patient was switched back to the primary controller with no issues. A third controller exchange was attempted with a new controller and there were no issues. Manufacturer report number of the pump: 2916596-2021-00853.manufacturer report number of primary controller: 2916596-2021-00623.